Event description:
It was reported that a vns patient had died due to an unknown reason. The patient's treating vns therapy physician indicated that they were notified about the death through the patient's wife, while attempting to schedule a patient follow up visit. The physician indicated that the patient's wife did not offer any additional information regarding the circumstances of death. Follow up with the patient's state health department for a death certificate resulted in a decree that they were unable to find any record of the patient's death. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.